Event description:
During a laparoscopic cholecystectomy the door of the pump broke off the hinge. The bag of irrigation fluid that was inside the pump fell to the floor. The procedure was continued using another irrigation pump. There were no injuries to either staff or pt as a result of this incident.